Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to urgent care to get tampon removed [foreign body in reproductive tract]. While removing tampon, string came off [complication of device removal]. While removing it, the string came completely off the tampon [device breakage]. Consumer contacted via e-mail and stated that while removing the tampon, the string came completely off. No serious injury was reported.

Manufacturer narrative:
On 17-apr-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Had to go to urgent care to get tampon removed [foreign body in reproductive tract]. While removing tampon, string came off [complication of device removal]. While removing it, the string came completely off the tampon [device breakage]. Consumer contacted via e-mail and stated that while removing the tampon, the string came completely off. No serious injury was reported.

Event description:
Had to go to urgent care to get tampon removed [foreign body in reproductive tract]. While removing tampon, string came off [complication of device removal]. While removing it, the string came completely off the tampon [device breakage]. Case description: consumer contacted via e-mail and stated that while removing the tampon, the string came completely off. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.